Manufacturer narrative:
(B)(4). The sample was discarded and is not available for evaluation; therefore, the condition cannot be confirmed or duplicated and the assignable root cause cannot be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. This device is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. If additional information becomes available, a follow-up report will be submitted.

Event description:
The customer reported to baxter (B)(4) via email of a 500ml transfer set in which the shrink band detached from the bag when a technician was preparing to withdraw a dose of cyclophosphamide from the bag. The event occurred before patient use. There is no report of patient involvement, injury/adverse events, or medical intervention in association with this event. No additional information is available at this time. On (B)(6) 2012, a customer reported a complaint regarding one unit of product code (B)(4), lot# st11h174. The admixture code is (B)(4), lot# 12c14cc0037, and it contained cyclophosphamide 4000mg in 200ml. Manager, (B)(6) pharmacy services received an email from the customer stating that "as their technician was preparing to withdraw a dose from the bag, the port actually became detached from the bag in its entirety." Furthermore, the customer wants to know if there are other similar complaints. The product was not administered to a patient. Review of the worksheet does not indicate any sign of component defect. Customer discarded sample. Credit will be processed. The process step is unknown. Incident date: unknown. Product surveillance notification date: (B)(6) 2012. On (B)(6) 2012, the (B)(6) customer operations manager spoke with the customer. She described the different components of the bag to the customer (injection port, port tubing, injection site stopper, shrink band, etc) and when she described the shrink band, the customer indicated that it was the shrink band that was falling off, rather than the port itself. She asked the customer to retain samples if they have any additional incidents.